Event description:
It was reported on the removal of the study dressing, it was observed there was an increase in the level of maceration at the wound site. The exudate had leaked into the adhesive border and the maceration that had been present before the study dressing was applied had extended to where the exudate had leaked under the adhesive.

Manufacturer narrative:
(B)(4)